Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and right ventricular (rv) lead exhibited sub threshold measurements and loss of capture, causing left ventricular pacing inhibition. Boston scientific technical services (ts) recommended programming lv sensing off. The lead remains in service. No adverse patient effects were reported.